Manufacturer narrative:
H3, h6: the device, used in treatment, has been returned and evaluated. Visual inspection reported defects to the outer cas. The functional evaluation confirmed the device failed to start up correctly, displaying an error code, due to the battery being extremely depleted, the device also failed to generate negative pressure, establishing a relationship with the event reported. The root causes were determined as a failed vacuum motor and a depleted battery. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the device was found unable to start up correctly and generate negative pressure due to the vacuum motor is defective. Also the device is showing the failure 32. No patient was involved because this was found during service and repair.